Event description:
During injection of contrast for CT scan, syringe holding contrast broke. No adverse patient outcome. All similar stock removed and returned to manufacturer with defective syringe. (Power injector in use at the time of failure.)